Event description:
It was reported to medtronic minimed that the customer has passed away due to heart failure. The event involved product mmt-1780kpk. The product return was requested for mmt-1780kpk and the product was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail, pillowing keypad overlay and cracked retainer ring. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the customer's daily total of all insulin delivered surrounding the event date 25-oct-2019 listed on smartsolve and the days prior to the event date. 10/19/2019 dailytotalofallinsulindelivered = 0. 10/20/2019 dailytotalofallinsulindelivered = 0. 10/21/2019 dailytotalofallinsulindelivered = 0. 10/22/2019 dailytotalofallinsulindelivered = 0. 10/23/2019 dailytotalofallinsulindelivered = 0. 10/24/2019 dailytotalofallinsulindelivered = 0. 10/25/2019 dailytotalofallinsulindelivered = 0. There were no boluses listed on the event date 25-oct-2019 in the pump history file. Please see below for the daily total of all insulin delivered on the event date 25-oct-2019 in the pump history file. 10/26/2019 00:00:00.000 dailytotals. Dailytotalcollectionstarttime = 10/25/2019 00:00:00.000. Dailytotalofallinsulindelivered = 0. Dailytotalofbasalinsulindelivered = 0. Dailytotalofbolusinsulindelivered = 0. There were no auto suspend (12) alarm or user suspended alarm noted in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 25-oct-2019 in the pump history file. The pump passed the functional testing. The test p-cap and reservoir does lock in place in the reservoir compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.